Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 326 mg/dl and a correction bolus was delivered to address the bg level. A system check was performed and the occlusion was found to be within the cartridge. A new cartridge was loaded successfully. During a follow-up, the customer's blood glucose level was 212 mg/dl.